Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed loss of capture and low impedance of the right ventricular lead. Programming changes on capture thresholds caused pectoral stimulation. During a routine device change, the loss of capture and low impedance measurements were confirmed. The physician left the lead implanted and programmed off. Patient was stable post procedure.